Event description:
It was reported that during implanting procedure, the rv lead was implanted successfully but when the lv lead was being implanted the rv lead had a micro dislodgement and the sensing dropped. The physician attempted to reimplant the rv lead but the helix would not re-extend. The rv lead was not re-implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis found dried body fluids inside the lead body which prevented the helix from retracting. The extension of the helix was within specification. The lead exhibited normal electrical characteristics.